Event description:
It was reported that during equipment testing conducted at the user facility, the device ran without user activation after the trigger was released. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during equipment testing conducted at the user facility the device ran without user activation after the trigger was released. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was observed in service and confirmed. The trigger would stay in the run position, causing run-on, due to the presence of corrosion and/or accumulation of grit between trigger/safety switch components and handle. The device was repaired and returned to the customer.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.